Manufacturer narrative:
The impella 5.5 was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted with an impella 5.5 the patient required ventricular septal defect (vsd) repair surgery. It was suggested to pull the impella back into the aorta, however the physician proceeded to perform the procedure without shallowing the impella. After the vsd repair, a perforation was noted in the inferior lateral wall of left ventricle. The perforation was patched and support continued. Additionally, signals were lost in the patient's right arm. Vascular surgery found the right brachial artery signal, but no signal was found distal. The right radial artery catheter was removed and vascular cutdown was performed at the brachial artery. An attempted thrombectomy toward radial and vascular ultimately concluded this was likely not a embolic event, but a combination of decreased flow, low cardiac output and vasoconstriction. The impella 5.5 was weaned successfully.

Manufacturer narrative:
The investigation of ventricle perforation and limb ischemia has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the ventricle perforation issue was most likely use related, based on given clinical details. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27746. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27746 as it is unknown if the initial reporter also sent the report to the food and drug administration.